Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. This defect was confirmed as binding. The camera instrument adapter was removed from the endoscope housing, and it was observed that the attached endoscope adapter (aea) bearing was the root cause of the friction issue. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30 degree endoscope exhibited an image rotation issue and pressing the up and down button only rotated the endoscope 90 degrees. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to uninstall the 30 degree endoscope along with the sterile adapter and check the rotation movement of the 30 degree endoscope base before reinstalling. The tse also explained that if the reported event persisted, then the 30 degree endoscope was defective. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was not inverted. The procedure was completed with the same endoscope. There was no patient injury.